Manufacturer narrative:
Continuation of d10: product ID: 8731, lot#serial#: (B)(6), implanted: on (B)(6) 2008, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot#: (B)(6), product ID: 8596sc, lot# serial#: (B)(6), implanted: on (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(6), ubd: 2017-07-01, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that per the individual who did the refill, she had mentioned telling the doctor that extra medication was pulled from the pump. There was a difference in what the pump said was left in the pump versus what she pulled out. The patient came to see the physician the day after his refill saying he was in pain, and he presented with leg weakness/somnolence. After reviewing the logs, they determined that the patient¿s lockout window was too short and therefore, the patient was allowed to give himself too many boluses based off of the physician¿s programming. The ptm (personal therapy manager) was disabled on (B)(6) 2023 and the issue had been resolved. The patient was back to baseline at this time. The pump remained implanted, and the physician was planning to have the patient get a catheter revision and the pump replaced soon.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (20 mg/ml at 8.316 mg/day) and fentanyl (250 mcg/ml at 103.96 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2023, it was reported that the patient had a pump refill last thursday and was admitted to the ed (emergency department) the following day because he didn¿t feel right. The ed said he had a seizure and was intubated but was now doing better. The physician emailed the session reports to the reporter last friday and wanted to know if anything looked abnormal about the programming. Review of the report showed that the patient had used his maximum number of boluses thursday and friday leading up to his admission, and that the daily dose with the max boluses was an 84.8% increase in dose with no boluses.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.